Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the handle of the system 7 dual trigger rotary overheated during a total hip revision. As a result of the handle overheating the surgeon received a burn to his hand. The orthopedic team lead at the account stated that the surgeon did not treat the burn in the operating room. It was an open sore, but the orthopedic team lead was unable to provide information regarding the size of the burn. The procedure was completed with back-up handpieces without any clinically significant procedure delay. There was no further information provided by the customer account.